Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. It also indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the patient presented to the emergency department unresponsive and dizzy with bradycardia and complete heart block. A remote transmission showed high right ventricular (rv) lead thresholds with loss of capture and a decrease in r wave amplitude. A device check the following day showed that the rv threshold trend over the past year had been very variable and the current check also showed variability in thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.